Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the caller said the ins recharger (insr) would not charge the ins. It showed the reposition antenna screen. The caller said that they placed it over the ins. The caller said the ins was on. The caller said the patient programmer. Was showing a low ins battery. The patient was able to connect with the patient programmer. Reviewed all steps and attempted all, then a recharge session. This did not resolve the issue. An email was sent to repair and the patient would be receiving a replacement insr antenna. They were told to follow up with the health care professional (hcp) if the problem didn't resolve. Additional information was received from the patient indicating that they did receive the new ins recharger (insr) antenna but whatever issue was occurring before the new antenna was sent is still occurring. It was noted that patient was meeting with their clinic tomorrow, and was advised that the clinician can call the manufacturer and help troubleshoot/ evaluate the patient's insr life.